Event description:
Reportedly, during a regular follow-up performed on (B)(6) 2013, noise sensing was observed in both atrial and ventricular channels of a stored episode. An analysis is requested.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.